Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a routine follow-up. Upon review, several high ventricular rate (hvr) episodes revealing noise on the right ventricular lead were observed. All the episodes occurred during the patient¿s sleeping hours, and the patient had not experienced symptoms. The patient is device dependent. The patient reported a brief episode of feeling weak in route to the clinic, but there were no stored episodes for the event. Programming changes were made. The patient was stable during and post changes and will continue to be monitored.

Event description:
New information received notes that the patient was brought into the clinic for further evaluation on (B)(6) 2019. Upon review, several high ventricular rate (hvr) and noise reversion episodes related to the lead noise were observed. The patient has had no symptoms that could be directly related to noise on the ventricular pacing lead before or during the follow-up visit. The patient was started on merlin.net remote monitoring and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 51.9 cm. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at 9.7 ¿ 10.1 cm from the connector pin. The cause of the reported event was due to external insulation abrasion which is consistent with friction to device can.

Event description:
New information received noted that the patient presented for lead explant procedure. The right ventricular lead was explanted and replaced on 9/12/2019. The patient was stable during and after the procedure.

Event description:
New information received notes that the patient was brought into the clinic for further evaluation on (B)(6) 2019. There was no further high ventricular rate (hvr) episodes. The patient had a brief episode of feeling weak but was otherwise stable. The patient will continue to be monitored and evaluated in the next in-clinic follow-up.

Event description:
New information received noted that the patient reported experiencing a pre-syncopal episode on (B)(6) 2019. The patient had suddenly felt lightheaded while walking. After pausing for a few minutes, the patient felt recovered. A (B)(6) transmission was requested and showed no vhr or noise reversion episodes, and no other abnormalities were noted. However, the physician concerned that the pre-syncopal episodes could be related to pacing inhibition caused by previously reported lead noise. Therefore, lead replacement procedure was scheduled. No intervention has been performed yet. The patient continues to be stable.